Event description:
This case, reported by consumer (patient's daughter) who contacted the company with a product complaint via complaint assistant, concerns a male patient. The patient's medical history and concomitant medication information was not included. The patient received human insulin (humulin type unknown - lot unknown) dose, indication and start date all unknown, via a humapen ergo (teal/clear cartridge holder - lot unknown). On an unknown date and at an unknown time to onset, reported as being after beginning treatment with human insulin, the patient experienced lots of problems like heart problem, circulation problem, oedematous leg and lung. The reporter stated that - "my father walks very hard. He has lots of problems like heart problems, circulation problem, oedematous leg and lung. He uses human insulin." The daughter said that these problems had developed after the patient started to use human insulin. The reporter also reported that two small sticks and a small gadget at the end of the cartridge holder being used were broken. The patient was called two times in 2007, but was not available for further information. No information regarding corrective treatment and event outcome was provided. It was reported if the patient continued, his treatment with the human insulin or with the humapen ergo. This humapen ero, teal/clear pen is associated with another device. No further information was available. The operator of the device was unknown and it was unknown if the opoerator of the device was trained. It was unknown how long the patient had used the device and it was unknown if the device would be returned to the manufacturer but a pre-addressed envelope was sent to the reporter for this. Since the reporter was a consumer, no opinion of relatedness was provided. Update 25-jun-2007: after medical review events of pulmonary oedema and heart problems upgraded to other reason serious. Update 28-jun-2007: no new information provided by the reporter on 27-jun-2007: no new information added to the case. Update 10-jul-2007; following notification from product complaint database: cirm field was changed from yes to unknown. Update 16-jul-2007: additional information received on 12-jul-2007: added device analysis summary, changed malfunction to cirm, updated relevant device fields.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Three requests for the return of the device were unsuccessful. However, the complaint narrative suggests that both clear cartridge holder engagements tabs were broken. This malfunction may result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. There is no evidence of improper use or storage.